Event description:
It was reported that a patient experienced hyperglycemia with a fingerstick blood glucose of 495 mg/dl while the glucose sensor was disconnected, and the caregiver was assisted in entering the blood glucose into the ilet to enable insulin delivery and meal announcement until sensor reconnection. Symptoms included high blood glucose. Outcomes included no reported hospitalization or long-term impairment. Investigation included complaint intake and user education on manual blood glucose entry to continue insulin dosing during sensor disruption. Investigation of this case revealed no device malfunction reported and that the device could deliver therapy when blood glucose was entered manually during sensor unavailability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.